Manufacturer narrative:
A batch review is pending. Should the batch review reveal any aberrances, a f/u MDR will be submitted. Should any further significant info be obtained from the customer regarding the event, a f/u MDR will be submitted.

Event description:
Customer reports an lv5 infusor infused over 40 hrs instead of an anticipated 47 hrs. The device was reportedly filled to 275ml and contained an unspecified diluent and drug. There was no pt injury or medical intervention.